Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device.

Event description:
The customer reported that when the device was used in a laparoscopic sigmoidectomy procedure, the gray insulation was torn. Another device was used to complete the procedure. Nothing fell into the pt cavity, no tissue damaged and ther was no pt injury. Upon return and initial visual inspection, the incident device was found to have bare jaw wires.